Manufacturer narrative:
Date of event: date estimated. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Based on the information reviewed, a definitive cause for the reported tissue damage could not be determined in this event. The reported patient effects of mitral regurgitation (mr) and tissue damage as listed in the mitraclip system instructions for use are a known possible complication associated with mitraclip procedures. Although a conclusive cause for the reported patient effect and the relationship to the device, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is filed to report tissue damage and recurrent mitral regurgitation (mr). It was reported that on (B)(6) 2020, a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 4. One xtr clip delivery system (cds) was successfully advanced and deployed, reducing mr to a grade of 1. On an unknown date, the patient returned to the hospital and echocardiogram showed mr had increased to a grade of 3-4. On (B)(6) 2020, transesophageal echocardiogram (tee) was performed and showed that the posterior clip arm had perforated through the posterior leaflet. The clip was noted to still be firmly attached to both leaflets. No additional information was provided.